Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer pressed the wake button with more force to resolve the issue. Bg sentence. There was no reported impact to the customer¿s blood glucose.